Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on 03/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: during a visual inspection of the pump, the top of the battery cap was observed to be worn. A test cap secured properly, and was used to complete investigation. Unrelated to this issue, the bolus button cover was observed to be torn.